Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has stopped functioning. It was confirmed that the pump still turns on when plugged into a power source. Customer's blood glucose level was not impacted. Customer stated that they have back up manual injections for continued insulin therapy.